Event description:
Tubing for resuspend ports 1 and 2 was switched on wash separation manifold on a centaur xp system. When the part was installed, delivery tubing for rs port 1 and rs port 2 were switched, this may have caused resuspended solution delivery to be sent to the wrong cuvettes and possibly diluting patient samples. There was no report of patient intervention or adverse health consequences due to the switched tubing.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse corrected the problem after verifying that the tubes had been installed on the system incorrectly (and found no other issues). No further evaluation of the device is required.